Manufacturer narrative:
(B)(6). The device was manufactured september 13, 2017 to september 14, 2017. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) 500 ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags leaked from the port. The leak was discovered during set up. There was no patient involvement. No additional information is available.